Event description:
My resmed autoset vantage s8 failed. It does not turn on anymore. While failing I smelled something burning from the machine. I did some research and found that many resmed devices like mine have this problem and there is a recall. Unfortunately my serial number ((B)(4)) while close is not on the list.